Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was extracted to alleviate the patient's vein occlusion. A venogram was performed and showed that there was narrowing of the vasculature with this patient. This ra lead explanted. No additional adverse patient effects were reported.